Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse found that indeed the helium connector cable was frayed. The part was ordered and the iabp will be repaired once the part is received. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a regular morning startup of the cardiosave intra-aortic balloon pump (iabp), it was noticed that the helium connector cord on the iabp rental was frayed. The iabp was still working without a problem. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d5, g1(contact person), h4, h10. A getinge field service engineer (fse) evaluated the iabp and upon power up found the helium and battery indicators were operating as they should. Performed iabp on battery power without issue and also performed helium leak test which passed as did all the manifolds test as well. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.